Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the metal impactor broke. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4(UDI#), h4. Complaint sample was evaluated and the reported event was confirmed. Visually verified item exhibits signs of use (nicked, gouged, tool marks), the threads of impactor show no signs of damage, but the threads of the pad are stripped/cross threaded. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.